Event description:
The customer claims that they are unable to zero the catheter from the start. The monitor indicates e08. The user tested the cables and all connections. The results indicate a faulty catheter. No patient contact was reported.